Event description:
It was reported that the implantable neurostimulator (ins) was put in and he ¿broke it.¿ there was a fall in february of 2006 and a loss of stimulation. An impedance check showed >4,000 ohms on the lead. There was lead/extension/accessory breakage. The leads were damaged. The entire system as explanted and replaced. There was also a report of normal battery depletion. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3487a-45, lot# j0322126v, implanted: (B)(6) 2003, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3487a-45, lot# j0322126v, implanted: (B)(6) 2003, product type: lead. Product ID: 3487a-45, lot# j0322126v, implanted: (B)(6) 2003, product type: lead. (B)(4). Analysis found that the one of the leads had three lead conductors broken 25.7 cm from the distal end. Functional test ckts: #0 was open, #1 was 143.2 ohms, #2 and #3 were open. There were no shorts between circuits. There were suspected bodily fluids observed in the lead, approximately 70% with no impact on lead performance. Analysis of the implantable neurostimulator (ins) found no anomaly and was functionally okay. The ins can/insulation coating was scratched. There was foreign material in the connector ports and burn marks on the titanium can.